Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the buttons are sticking and the pump will continue to scroll through screens, menus, and numbers after releasing the buttons. The pump reportedly has not been exposed to moisture and there is no sign of damage to the keypad.